Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: ddpa2d4 ICD; implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.